Event description:
The following events were noted through a periodic article review entitled: a controlled trial of revascularization in acute stroke. The purpose of the study was to compare safety and utility of intra-arterial revascularization with use of stents to no revascularization in patients who either failed to respond to intravenous thrombolysis (ivt) or have contraindications to ivt. One hundred thirty-one patients with acute ischemic stroke due to middle cerebral artery occlusion were enrolled. Multiple non-abbott stents and balloons were used off-label in this study including two acculink stents and one multilink stent. (B)(4). The article did not indicate the particular brand of stent that was implanted in these patients. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication date of implant estimated based on date of publication. Stent: 25 cordis enterprise, 7 wingspan, 7 neuroform, 5 wallstent, 2 zilver. (B)(4). It was reported the acculink was used in a patient with acute ischemic stroke due to middle cerebral artery occlusion. It should be noted the indications section of the IFU states: the rx acculink is intended for the treatment of carotid artery stenosis in the internal carotid artery (ica), with or without involvement of the contiguous common carotid artery (cca), in asymptomatic patients (greater than 70% stenosis by angiography) and symptomatic patients (greater than 50% stenosis by angiography): having pre-existing, multiple co-morbidities which place them at high risk for anesthesia and/or surgical treatment or deemed unsuitable for surgery due to prior radiation or surgical treatment to the neck, or surgically inaccessible lesion location.